Manufacturer narrative:
Investigation summary: bd received 71 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles-before use with the incident lot was observed. Additionally, (B)(6) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles-before use was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles-before use. This is a cosmetic defect which should not impact the efficacy of the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes that an unspecified number of tubes contained air bubbles in the gel. There was no health impact or consequence reported.